Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient rebooted the pump to clear a call service alarm. Upon rebooting, the patient was unable to navigate through the verification screen. The patient was reportedly swimming prior to the event. This report is being submitted based on the alleged keypad malfunction.